Event description:
It was reported during use the tube k2edta plh 13x75 2.0 plbl lav br had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the product "is coagulating when used in collection"

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, 200 retention samples of the incident lot were selected from bd inventory for visual evaluation and upon completion, no issues relating to clotting were observed. The current complaint is the first occurrence relating to incident lot number 9151720 and the ¿as reported¿ defect code. No retention samples were found with visual defects and all tubes presented additive as required. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. For the clinical investigation, 10 retention samples were tested. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer lot (retains) and control samples tested were acceptable in terms of both precision and accuracy for platelet analysis. Based on the investigation performed, we are unable to confirm this complaint for clotting. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the tube k2edta plh 13x75 2.0 plbl lav br had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the product "is coagulating when used in collection"